Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: multiple call service 087 alarms observed in black box. During investigation cs 69 alarm reproduced during rewind. The ¿cs69¿ failure is defined as language file corruption while retrieving language text. ¿cs69¿ failure written as ¿cs87¿ failure in histories. The error is resident to flash chip (u39). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 069 alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.